Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 54 mg/dl at the time of incident. The other blood glucose levels were 154 mg/dl, 56 mg/dl. The customer treated low blood glucose food. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege over delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer states auto mode feature was not in use. Customer unable to complete troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.